Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative reporting migration of the extension during the implant procedure. The surgeon had difficulties to catch the connection and had to open in the middle of the back to get the extension. This caused extended surgery time of 25 minutes. The tunneling path was about 20 cm and a dilator tip was used for tunneling. There was no problem with the connection. Three coils of the extension were placed under the post-op bandage/dressing. The coils were still in place once the patient returned after the evaluation. The issue was resolved at the time of this report. The patient was alive with no injury.